Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused too quickly (over-infusion) magnesium sulfate (mag-sulf). The pump was programmed to infuse over 2 hours; however, the bag was empty after approximately 30 minutes while the pump indicated 1 hour and 38 minutes remaining during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.